Event description:
It was reported the fiber cap detached at 54000 joules during a prostate procedure. The fiber cap detached piece was retrieved and the case completed with another fiber. There was no report of pt injury.